Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals. Technical services (ts) was consulted and discussed stored data as well as programming options. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals. Technical services (ts) was consulted and discussed stored data as well as programming options. At a later date, this device was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported.